Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta) intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified left forearm vein. A 5.0 mm x 40 mm x 40 cm sterling balloon catheter was selected to dilate the lesion. During the first inflation it ruptured at 8 atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).